Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. This was an off label case due to the over sized diameter of the initial proximal extension implanted. The patient came in for a routine follow up and computed tomography (CT) showed a type 3b endoleak of the main body stent. The stent cage was reported to have dilated from 25mm to 40mm. The physician is planning to reline the initial implanted devices to treat the patient. The patient has not been scheduled for a secondary procedure at this time. The patient is reported to be in stable condition and asymptomatic.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, a clinical evaluation was able to identify aneurysm sac growth. There was not enough information to confirm the type 3b endoleak reported. The most likely cause of the reported type 3b endoleak was the strata material in combination with the off-label product use conditions which include; incorrect sizing of components, out of range aortic anatomy, out of range iliac anatomy, and the cautionary product use condition: revision of a previous stent graft (intentional user error). No procedure-related contributing factors or harms were detected due to lack of medical information surrounding the event. There were no reports of additional negative patient sequelae. The devices remain implanted in the patient and were not available for further evaluation. The review of the manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at (B)(4). Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to (B)(4).

Event description:
Additional information; on 07/13/2017 the patient had a secondary procedure completed. The physician elected to implant an additional bifurcated stent and a suprarenal aortic extension.